Event description:
It was reported that during pump implant, on (B)(6) 2024, the patient experienced significant intraoperative right heart failure and underwent centrimag placement requiring multiple vasoactive supports. The patient was decannulated on (B)(6) 2024. On (B)(6) 2024, the patient remained extubated and was weaning high-flow nasal cannula and remained weak but continued medical therapy. On (B)(6) 2024 they were transferred to a different hospital and had a slow wean of dobutamine and slowing of milrinone. On (B)(6) 2024 the patient had discontinuation of dobutamine, and a ramp was completed that upgraded their speed to 5700rpm. The patient¿s milrinone subsequently decreased on (B)(6) 2024 and discontinued thereafter for which they went on a supervised outing. The patient did very well on (B)(6) 2024 and went on an unsupervised outing. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.